Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Report # mw5082245. Age or date of birth: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Explant date: na. Occupation: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -9.5 diopter, in the patients right eye (od) on (B)(6) 2009. The reporter indicated a cataract has developed and vision is slowly clouding. The plan is to explant the lens but currently the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.